Manufacturer narrative:
Per the manufacturer's technical support specialist, the non-clinical activity was when the user facility's biomedical technician was performing preventative maintenance on the unit. The user facility's biomedical technician replaced the battery but the issue remained. After further evaluation, it was determined that power supply 1 was faulty.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) battery was not charging. There was no patient involvement.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.